Manufacturer narrative:
Corrected data: medical device problem code - changed from 2981 - material twisted/bent to 2993 - adverse event without identified device or use problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the extensions were frayed due to the patient twisting them.

Event description:
Related manufacturer reference number:1627487-2023-04911. It was reported diagnostic revealed that the system impedance were fluctuating and showing low and high impedances. Reportedly the patient is a twiddler and twisted the extensions. As such, surgical intervention took place wherein the extensions were explanted and replaced to address the issue. Reportedly, the issue was resolved and therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated.